Event description:
Customer reported that he removed one of the sensors and the cannula had detached and stayed in his body; customer was able to pull it out. Customer stated that he had been having trouble with the sensors. Customer stated that he has received calibration errors, sensor errors and one of the sensors did not get fully inserted because the needle portion got stuck. Blood glucose value is 283 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Three opened and used sensors were inspected and a bicarbonate buffer test was performed. Two of three sensor cannulas were broken. One remaining sensor passed with accurate readings and a hook was found at the tip of the sensor.